Event description:
The customer reported that during laparoscopic hysterectomy, the device would not reopen while applied to patient tissue. The surgeon continued to apply energy and pulled the device away from tissue manually until the jaws released. There was no patient injury. The procedure was reportedly extended by more than 30 minutes due to this issue.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.